Manufacturer narrative:
Customer quality completed an investigation of the returned device. A visual inspection, device history record (DHR) review, dcrm review and drawing review were performed as part of this investigation. The concomitant devices were visually inspected. The returned tfna nail locking mechanism was intact. No scratch marks or other kind of damage was observed in the proximal end of the tfna nail which could indicate any complications occurred at the time of initially surgery during tfna screw-nail assembly. A chunk of unknown debris, possibly a bone material, was observed to be stuck inside the head of the tfna nail. Few minor damages were observed on the proximal part of the nail and on a threading near the center part distal locking screw. It was deemed that these damages are in line with the general wear and tear that an implant experiences during implantation-explantation procedures and due to multiple forces while being in the patient¿s body. These damages would not contribute towards the observed complaint condition and hence no further investigation was performed for the returned concomitant devices. Customer quality (cq) engineering investigation: visual inspection: the returned tfna screw does not exhibit any kind of damage on the threads or on the shaft where the device locks with the tfna nail. Superficial striation marks observed on the screw surface were in line with the implantation-explantation procedures and would not contribute to the complaint condition. The overall balance of the screw looked in a good and functional condition. Hence, this complaint condition is unable to be confirmed at cq location. Replication of the complaint is not applicable to this complaint condition. DHR review for part # 04.038.105s lot # h198738. A review of the device history record revealed no complaint related anomalies. Drawing review: ti tfna screw drawing was reviewed and relevant product features were measured. The screw shaft diameter measured at 10.33 mm (spec:10.35 mm +0.02/-0.03), the width of the shaft (at flat locking surfaces) measured at 8.40 mm (spec: 8.40 mm +/-0.1) and thread od (major diameter) measured at 10.22 mm (spec:10.30 mm +0/-0.1). Hence, the device was observed to be manufactured per drawing as no drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Dcrm review: the complaint is adequately addressed by the risk assessment. No definitive root cause could be determined. No issue was observed with the returned implant/s. However, the failure mode is typically associated with non-compliant patient and/or poor bone quality of the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI# (B)(4). Device history records review was completed for part# 04.038.105s, lot# h198738. Manufacturing location: (B)(4), release to warehouse date: oct 21, 2016, expiry date: sep 30, 2026. No non conformance reports were generated during production. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna screw 105mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with a nail, lag screw, and locking screw on (B)(6)2017. On an unknown date postoperatively, the lag screw cut out of the femoral head. Patient underwent revision procedure on (B)(6) 2017. A trochanteric fixation nail advanced nail, lag screw, and 5.0 locking screw were removed intact. The patient was revised to a total hip. The surgery was completed successfully with no delay. The patient outcome was reported as expected. Concomitant devices reported: an 11mm/125 deg ti cann tfna 170mm - sterile (part # 04.037.112s, lot # h303698, quantity # 1), 5.0mm ti locking screw w/t25 stardrive 36mm f/im nail-ster (part # 04.005.526s, lot # h314777, quantity # 1). This report is for one (1) tfna screw 105mm. This is report 1 of 1 for (B)(4).